Manufacturer narrative:
Date of implant/explant: na. Device evaluated by manufacturer? No. Lens was not returned. Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated a 13.2mm micl 13.2 implantable collamer lens was damaged in the injector and there was no patient contact. Additional information was requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Results: visual inspection of the returned product found the lens optic and one haptic torn. The lens was returned in liquid. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).